Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the ipg was not put into surgery mode. A manufacturer representative was able to recover the ipg and restore therapy to the patient.

Manufacturer narrative:
A patient underwent an unrelated surgery wherein the patient's ipg was not placed into surgery mode was reported to abbott. A rep was able to troubleshoot and restore communication with the device. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.